Manufacturer narrative:
H4: the lot was manufactured from july 14, 2021 - july 15, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 29 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. After the expected infusion time of 24 hours 58ml's remained in the device. The device was filled with 18g of piperacillin/tazobactam diluted in 0.9% sodium chloride for a total volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.